Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was no indication that the complaint was related to a service of the device within the review period. The device was visually inspected and there was a lifted downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was that the upstream occlusion alarm was turned off. As a result, the software was updated and the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the upstream occlusion error did not appear, despite conditions that should have triggered it. During physical inspection, it was found that there was a lifted downstream occlusion seal. There was no patient involvement, no injury was reported.